Manufacturer narrative:
H6 - code c21: review of device manufacturing record history confirmed device met pre-release specification. Submitted manufacturer report # 2017233-2024-05360 refers to same patient; same procedure; same outcome.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code b20: device remains implanted and no images were provided. Therefore, direct product analysis was not possible. H6 - code c21: review of device manufacturing record history results is pending completion of investigation. A4: patient weight was requested but not made available. During same procedure, patient was implanted with two vbx devices, one in each renal artery. A second manufacturer report is submitted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, a thoracoabdominal aorta (tambe) procedure was performed. As reported, the procedure went as planned and the devices were implanted with no issues. Gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were implanted in each renal artery during the procedure. The following day, follow up CT scan identified both renal arteries were 'shut down' due to lack of patency. The vbx devices were both occluded. As reported, the cause for loss of patency is unclear; the vbx devices were not structurally compromised. No crimping, narrowing or kinks were observed for the vbx devices. Treatment to re-open the vbx devices was not attempted. Dialysis was planned for the patient. The physician did state there may have been an outflow issue involving the kidneys.